Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer stated that she had a heart attack and did not know if it had to do with the pump or not. The customer stated that she had insulin from the pump and did not eat breakfast. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that the pump was not able to exit the "preparing to prime" loop. The customer will be sent a replacement pump. The customer was advised to speak with their health care provider regarding low blood glucose readings.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.